Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. No suture or ts remain on the delivery or were returned. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use, under warnings: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. In addition, the instructions for use states pathological conditions in the soft tissue that would prevent secure fixation of the device is considered a contraindication. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscal repair surgery, the anchor came out from the capsule. A back-up device was available to complete the procedure. No patient injuries or significant delay reported. However, the results of investigation have concluded that both ts were deployed, which indicates that t2 was deployed, but came out from the capsule. This malfunction constitutes an FDA-reportable event.